Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp-mcg, serial number/date code (B)(4) is approximately 3 years old. The owner's manual part number 1143190 rev g was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Dealer allegedly calling customer service for a new charger.

Event description:
End user's wife states "looking for a new dealer to service her husband's power chair since their supplier does not service it. The model and serial number are unknown. She advised that the charger "burnt up" and upon further questioning she advised that the charger "sparked and smoked" near the vent holes. No actual flames reported. She advised it is an off board charger. She advised that it was plugged in and they heard the popping and they thought someone had firecrackers. Their dog also indicated that something was wrong and upon their investigation they saw the charger sparking, they then unplugged the charger." No injuries alleged